Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastric bypass, the stapler got stuck on tissue. There were no patient consequences reported.